Event description:
During the implant procedure, the surgeon suspected a pneumothorax had occurred while placing the sensing lead. Surgeon flushed the space and bubbles were observed. Surgeon placed a chest tube and admitted the patient. The chest tube was removed 3 days later, but patient became tachycardic and hypoxic after removing the initial chest tube. A second chest tube was placed, and patient remains hospitalized for observation. Patient was discharged a week later. This resolved the issue.